Event description:
Additional information reported indicated that the event resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications were reported.

Manufacturer narrative:
Updated info.

Event description:
Additional information reported that the event was considered unresolved. On (B)(6) 2016 the patient experienced pressure, urgency, and burning. The patient was prescribed bactrim; however, the patient stated later that day she was allergic to the bactrim. The patient drank a gallon of water and felt better, and thus declined the antibiotic. No further patient complications were reported.

Event description:
Additional information reported that the event was still considered unresolved as of (B)(6) 2016. If additional information is provided, a follow up report will be sent.

Event description:
Additional information reported that the event was considered resolved/recovered with no sequelae as of (B)(6) 2016. If additional information is provided, a follow up report will be sent.

Event description:
It was reported that following the implantation of an elevate posterior the patient experienced a urinary tract infection from acute cystitis e-coli. The patient was prescribed augmentin on (B)(6) 2015 and the event was considered not recovered/not resolved (continuing). No further patient complications were reported in relation to this event.